Event description:
Additional information received indicates the leads were unable to be advanced due to scar tissue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2021-01664. It was reported the physician was unable to advance the leads during a permanent implant procedure on (B)(6) 2021. The procedure was abandoned.